Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book error image on the pump screen. The insulin pump had critical pump error alarm displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.